Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Patient not revised.

Manufacturer narrative:
(B)(4). UDI # n/a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02580. Not returned to manufacturer.

Event description:
It has been reported that patient has been considered for comprehensive fracture system revision surgery due to fracture of an unknown implant after unknown duration of initial surgery. No revision surgery has been reported yet. No additional patient consequences were reported.